Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was 239 mg/dl. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. The alarm was recurring during normal use. Customer reported blank display after inserting new battery. The insulin pump will be returned for analysis.